Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the there was no pacing delivered from the pacemaker after the lead was connected. The pacemaker was not used, and a new pacemaker was implanted. The patient had no adverse consequences.